Event description:
It was reported that the pump was explanted due to "close to end of battery life, lack of compliance by patient and family, non-effective treatment"; "baclofen pump failure". The concentration and daily dose of baclofen were not reported. No patient symptoms or injury were reported.

Manufacturer narrative:
The pump device analysis revealed no anomaly found - normal device function. The 39.6 centimeters proximal piece and the 8575 pump connector and a 26.1 centimeter segment of the catheter were also returned. A small hole, located 13.6 centimeters from the proximal end, was noted in the catheter. The catheter was found to be patent. Final device analysis revealed catheter leakage - hole. Results code used for the catheter.